Event description:
It was reported that the patient underwent a coronary diagnostic procedure in 2009. A 6f sheath was used to access the common femoral artery, at the femoral head, with no report of visible peripheral artery disease (pad) and/or calcium within the vicinity of puncture. Post procedure, the physician, trained to the mynx device, proceeded to use the mynx for femoral artery hemostasis. It was reported that the physician may have "let up some tension" on the balloon while advancing the sealant. After device removal, there was pulsatile blood flow coming from the advancer tube. The advancer tube was removed and pressure was held to successfully achieve hemostasis. The next day, the patient began to have ipsilateral leg pain, however, did not return to the hospital until 04/06/09. At that time, it was noted that the dorsalis pedis pulse was strong, however, there was a diminished posterior tibial pulse. The patient was sent to the cath lab where a contralateral approach was used to perform a distal run-off angiographic assessment. An occlusion was detected at the tibial-peroneal trunk. They were unable to aspirate any material, but were able to eventually cross the occlusion with a wire and performed balloon angioplasty which increased flow. The cause of the occlusion was not reported. The patient reportedly tolerated the procedure well. There is no report of further clinical sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for lot history review. Based upon the information provided, the root cause of the reported occlusion could not be determined, however, it is possible that an intra-vascular deployment of the mynx sealant could have caused or contributed. It was reported that the operator may have decreased tension on the balloon during advancement of the sealant. Per the mynx instructions for use (IFU), "ensuring that adequate tension is employed on the device handle to keep the balloon abutted against the arteriotomy, immediately grasp advancer tube at skin and gently advance 2 markers." No material was aspirated, therefore, the contents of the occlusion is unknown. There is no evidence to suggest that the mynx device did not meet specification or did not perform as intended per the IFU. The lot number of the device was no provided; therefore the device manufacture date and expiration dates are unknown.